Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by changing pump supplies but ultimately reverted to an alternate method of insulin therapy.